Event description:
Home health aide was sitting pt up on edge of bed when bed collapsed. Pt was then transferred to commode and then was hospitalized as they were complaining of chest pain and there was no where else for them to sleep.